Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose. The customer reverted to an alternative method of insulin therapy.